Manufacturer narrative:
It was reported that the patient experienced a headache. Due to this, caffeine beverages, rest supine and fioricet tabs, blood patch was used. No additional information was provided.it has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Headache, post cervical injection.